Event description:
In an e-mail to marketing personnel suggesting how the product could be improved by containing antibiotics, the surgeon reported that a pt of his, in whom he had implanted the product, had developed a post-operative infection. The physician stated that he did not attribute the infection to the graft, but rather to the injury type having a high infection rate (open femur fracture). Multiple unsuccessful requests were made for the product lot info and details of the case.

Manufacturer narrative:
This device is terminally sterilized (B)(4). However, without add'l device info, a review of mfg records and sterilization certification was not possible. With the limited info, we could not definitively confirm whether the reported event was or was not associated with the implant.